Event description:
A cartridge change error was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer initially had difficulty loading a new cartridge, but with guidance from technical support, they successfully loaded it and resumed insulin delivery. Technical support also provided additional messaging regarding insulin use, which the customer acknowledged and understood.